Event description:
The pt contacted lifescan and reported that her one touch basic enhanced meter was not powering on. Medical affairs specialist called and spoke with the pt, who provided additional information. The subject meter stopped powering on two weeks ago. The pt had changed, but the meter would not turn on. After that, the pt stopped using the meter and was testing on her back-up meter. She had continued to take her set amount of 70/30 insulin (45 units in am, and 15 units in pm). The day prior to the call to lifescan, the pt had felt dizzy and tested on her back-up meter with a "high reading." She did not attempt to test on the subject meter since she "knew it was not turning on." She then went to the emergency room, where the ER meter result was 400 mg/dl. She was given a shot of insulin and released. During troubleshooting, it was verified that the subject meter was not a new product. The pt was asked to press the power on button, but the meter did not turn on. The battery was checked and it was correctly installed. The condition of the battery contact was also good. Therefore, the power issue was not resolved. Based on the information provided, there is an indication that the product has malfunctioned since the power issue was not resolved. However, since the pt had not attempted to test on the subject meter at the time of concern and had not used it for two weeks prior to the event, it can be concluded that the meter did not cause or contribute to the injury. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.